Manufacturer narrative:
Investigation summary: our quality engineer inspected the sample submitted for evaluation. Bd received one used unit. Visual inspection of the returned sample found that there were traces of media throughout the unit. Microscopic inspection of the unit found that there was a v-shaped cut on the catheter tubing. This type of damage is indicative of a needle spear through confirming the reported defect. Since the unit had been used and blood residue was observed throughout the catheter adapter, it is unlikely that the defect occurred during manufacturing as the device would have been received with the needle piercing through the catheter tubing, making a venipuncture attempt unlikely. A needle spear through may occur in the user setting during tip adhesion break, during venipuncture if the needle is advanced at a wrong angle, or if the needle is moved up and down the catheter tubing. A device history record review showed no non-conformances associated with this issue during the production of this batch. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the needle pierced through the bd nexiva¿ closed IV catheter system while introducing it. This occurred 2 separate times during use. The following information was provided by the initial reporter: "needle perforated cannula." Via bd investigation: "visual inspection of the returned sample found that there were traces of media throughout the unit. Microscopic inspection of the unit found that there was a v-shaped cut on the catheter tubing. This type of damage is indicative of a needle spear through".